Manufacturer narrative:
The system was serviced in the field and the issue was confirmed. The rotor was manually adjusted and the system was rehomed. No parts were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. The system would not dock and the door would not fully close. There was no patient involvement.